Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up in the morning with a high blood glucose level of 400 mg/dl and treated with the insulin pump and manual injection. Customer also changed their infusion set. Blood glucose level at the time of the call was 469 mg/dl. Customer does not allege the device had delivery anomaly. Customer declined to troubleshoot and to check for possible site/insulin issues. The insulin pump was not replaced or returned for analysis.